Manufacturer narrative:
As reported system revision, unable to insert lead was confirmed. As received, the terminal end of the lead could not be inserted into the lab ipg header for channel 1 thru channel 9 due to damage found on the lead body. However, lamitrode lead passed the resistance testing and found no broken/open wires. The cause of the issue is cautery marks.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective stimulation due to lead migration and ipg moving in the pocket causing discomfort. Surgical intervention was undertaken on (B)(6) 2025 during which the lead was explanted and replaced and the ipg was repositioned in the pocket to address the issue. Therapy was restored post-surgery.